Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): probe would not go through cannula (fitting problem). A surgeon reports that the probe would not go through the cannula during a surgical procedure. Probe was replaced with another and the surgery was completed. No pt impact occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).